Event description:
It was reported that during removal of the catheter of a pulmonary artery valvularplasty, the balloon detached from the catheter shaft. Open surgery is scheduled for removal of the indwelling balloon piece.